Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted position while still attached to the delivery catheter system (dcs). The valve was fully deployed in the descending aorta above the iliac bifurcation. A second valve was implanted.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. Dislodged complaints are typically not related to a device malfunction. A conclusive cause of the dislodgement could not be determined from the limited information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.